Event description:
It was reported the device gave an "over temperature" alarm. No adverse effects reported.

Manufacturer narrative:
Investigation completed on a smiths medical fluid warming/level 1 trauma fast flow systems - h-1200 . The issue with temp alarm and missing door was investigated. The device arrived in poor condition. When testing the device by adding water and powering on, the temp check alarmed. Multiple thinks found and revealed with device. Cracked return tube noted, missing door assembly and right door mount. Action was taken to replace the return tube and pcb. Replace missing door assembly and left and right door mount. Received device manufactored in 2018-07-05 serial number (B)(6) in poor condition. Removed back plate and added water to water tank, attached temp check e6233 due jan 2021, attached test filter f30 and power on device. With the device powered on the device temp reached over temp and upon inspection notice that the return tube was cracked and water was leaking through the crack onto the pcb damaging it. Replace return tube and pcb to correct customer reported problem. Upon visual inspection notice that the air detector door assembly and door mounts were missing. Replace missing door assembly and left and right door to correct customer reported problem. Perform all functional test.

Event description:
Investigation completed and summary in h 10.